Event description:
On 7th july 2025, it was reported by an arthrex's employee via email that for an ar-4030c-09, fastthread¿ biocomposite¿ interference screw 9 x 30 mm, the anchor broke during insertion. This was detected during a reconstruction of anterior cruciate ligament surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-4330c-09. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. -one unpackaged ar-4030c-09, fastthread¿ biocomposite¿ interference screw 9 x 30 mm, batch number 15322343, was received for investigation. -upon visual inspection, it was noted that the screw was broken at the distal end. -functional testing was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to misaligned insertion or prying/leveraging the device during insertion. -refer to investigation photos. -the complaint allegation is confirmed.